Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient details, more information regarding reported ¿cup failure¿ post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. There has not been a malfunction or deterioration in the effectiveness of a corin device. An acetabular fracture occurred at primary surgery which led to post-op fixation issues with the cup and the subsequent revision. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient details, more information regarding reported ¿cup failure¿ post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / taperfit revision of the cup, ecima liner, screw, mod head and stem after approximately 1 month and 1 week due to reported failure of the cup (surgeon cracked the acetabular wall during primary surgery whilst trialing).